Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "no disposable clamp tubing" alarm. No adverse effects were reported.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received in good condition with a scratched screen. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. A cassette was attached to the device and ran with no issues. Could not duplicate the "no disposable" alarms. Recalibrate upstream sensor and replace downstream sensor as preventive measure. B5) customer provided additional information that the reported issue did not occur while in use with a patient.